Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, air did not enter the patient's eye during air substitution. It was confirmed that air was coming out from the console. After replacing a filter and tubing, air entered the eye. The case was completed without patient harm. The product will not be returned as it was thrown away.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the equipment. The probe was manufactured on september 9, 2016. There were 1,080 paks associated with this lot. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on april 14, 2004. Based on qa assessment, both products met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).